Event description:
It was reported that the patient was having drainage at the ipg site, and the physician performed wound cleansing. The ipg was relieved and was put back into the ipg site after cultures were taken. The patient was having good coverage postoperatively.